Event description:
A user facility returned the device, gastrointestinal videoscope, to the olympus service center for inspection. Upon inspection and testing of the returned device, it was observed that the insertion part was stiff due to the broken connecting tube. This report is being submitted for the event found during evaluation. The planned procedure was a diagnostic case and there was no patient involvement as the event occurred during preparation for use.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. During inspection and testing, the root cause could not be specified. Based on the results of the investigation, the insertion part may have been softened by wrinkling. Water may have invaded the insertion tube from the leaking area at the scope cover and/or switch. Due to the water, the layer of resin peeled from the layer of braid. Due to the peeling, the resin layer was wrinkled when the insertion tube was bent. However, a definitive root cause could not be determined. This issue is addressed in the instructions for use (IFU): operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing the endoscope the device evaluation found: the insulation resistance value of distal end was out of standards due to the scratch on plastic distal end cover, video cable was corrugated, universal cord was corrugated, waterproof failure due to the broken scope cover, video connector case had stain, video connector had stain, switch 3 and switch 4 did not function due to their breakage, the water supply quantity was out of standards due to the deformed nozzle, there was no image due to the broken charged coupled device unit, charged coupled device lens was broken, light guide lens was discolored, charged coupled device lens had scratches, light guide lens was broken, connecting tube protector was broken, switch 1 had a pinhole, and scope cover was broken. Olympus will continue to monitor the field performance of this device.